Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; the power loss alarms after the error 25. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was 200 mg/dl. The customer received multiple power loss alarm. Customer was advised that internal backup battery could not be charged. The customer was advised that the device would be replaced and agreed to return the product for analysis.